Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023 h6: investigation summary the customer returned (1) 0.3ml 30ga 8mm syringe, reporting damaged barrel tip. The retuned sample was visually inspected, and a broken/damaged barrel tip was observed. Based on the returned sample, embecta was able to confirm the reported failure. A review of the device history record was completed for batch # 1312996 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of damaged barrel tip. No root cause identified. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe had a crack on the barrel tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel. According to the user's report, an about 1-mm crack was found on the barrel tip.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe had a crack on the barrel tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel. According to the user's report, an about 1-mm crack was found on the barrel tip.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.